Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the patient was intubated, the cuff lost air. The patient was reintubated.